Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the quality control (qc) data and determined that all results are within the expected range. The event is isolated to one patient sample and ccc suggested to replace and align the sample probe tip. A headquarter support center (hsc) specialist investigated the event and there were no indications of reagent delivery issues. Based on the review of result monitor a, the value was within limits. The assay is susceptible to sample mixing and the ccc specialist recommended to the customer to replace sample probe tip as a precaution. Hsc has reviewed the information provided and concludes that it is not a reagent lot or method issue. The cause of the falsely depressed creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed creatinine (cre2) result was obtained on a dimension exl 200 instrument. The discordant result was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The repeated result was higher and expected for the patient sample. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed cre2 result.